Event description:
It was reported that the patient underwent a surgical procedure to revise this advance sling due to recurring incontinence. The sling remains implanted and a new artificial urinary sphincter (aus) was implanted. There were no patient complications in relation to this event.

Event description:
It was reported that the patient underwent a surgical procedure to revise this advance sling due to unspecified reasons. The sling remains implanted and a new artificial urinary sphincter (aus) was implanted.